Event description:
The site nurse used the device to check blood glucose on three patients. Pt. #1 had a result of 531 mg/dl. A lab was ordered and came back at 205.9 mg/dl. Pt. #2 had a result of 558 mg/dl. A lab was ordered and came back at 203.8 mg/dl. Pt. #3 had a result of 600 mg/dl. A lab was ordered and came back at 295.9 mg/dl. No treatment was given to the patients based on the device. Controls were run and both level 1 and level 2 fell within range. Pt.#2 was repeated on the device with a result of 227 mg/dl and pt.#3 had a repeated of 263 mg/dl. Pt #1 was not repeated.